Manufacturer narrative:
Product analysis conclusion; the reported endoleak was confirmed on the films provided; however the type of cause of the endoleak could not be determined. Lack of pre-implant CT¿s did not allow for a thorough assessment of the pre-implant anatomy. Endoleak interrogation via selective angiograms (injecting from different levels within the stent graft) was performed but only a single imaging view point (a-p) was observed in the films provided; thereby, making determination of the endoleak difficult. From the returned video this appears possibly to have been a type iiib fabric leak, possibly coming from a suture hole or a small fabric tear. The multiple ballooning in the narrow distal aorta may have contributed to this or potential fabric abrasion due to aortic calcification is also possible. While a type iii fabric endoleak cannot be ruled out, the endoleak may also have been an acute type IV blush endoleak caused by fabric porosity. Other factors such as heparin dose, outflow resistance, imaging quality, and volume of the aneurysm sac may have also contributed to this likely type IV endoleak. Analysis of the returned angiogram videos did not reveal any out of specification stent graft integrity issues. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii bifurcate stent graft system was implanted in a patient for the endovascular treatment of 30mm abdominal aortic aneurysm. It was reported that the kissing balloon technique was carried out during the index procedure near the terminal aorta from both sides after the device was implanted, as the ta was thin at 16mm. Final angio showed no endoleak and the procedure was completed. It was reported that three hours post the index procedure the patient¿s blood pressure dropped and an emergency procedure was carried out. It was reported that is was thought that vascular injury was caused near the terminal aorta because of the strong pressure applied during the kissing balloon technique. During the secondary procedure an endoleak was observed from the right common iliac artery, which was suspected to be a type IV, or a type iiib caused by device failure due to balloon inflation. A non-mdt (gore) stent graft was implanted inside the etlw1620c124ej (v29911934) stent graft limb as treatment. After ballooning was carried out and final angio performed showed the endoleak was seen to have been resolved and the procedure completed. After the procedure the patient¿s blood pressure was stable. As per the physician, the cause of the event was due to user error due to the balloon pressure being too strong during the kissing technique causing the vascular injury. The endoleak was suspected to be a type IV, or a type iiib caused by device failure due to balloon inflation. It was reported the blood pressure decrease was caused by these events. No additional clinical sequelae were reported and the patient is being monitored.